Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead perforated the coronary sinus during implant attempt and was temporarily stuck in the pericardium. The lead was ultimately placed and remains functional. No further patient complications have been reported as a result of this event.